Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Rv lead explanted due to rising pacing threshold and impedance out of range. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Combination product: yes upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The insulation was found damaged 16.5 cm distal to the is-1 connector pin. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. Furthermore, the insulation was found damaged 31 and 41.5 cm distal to the is-1 connector pin. These damages most likely occurred during the extraction procedure due to surgical tools. Additionally, the insulation was found damaged and the conductor coil stretched between 55 and 57.5 cm distal to the is-1 connector pin, which probably resulted due to tensile stress. The fixation helix was found bent. The deformation most likely occurred during the surgery due to bending forces. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.